Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 429 (mg/dl). Customer had not administered a correction at the time of the call to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Customer changed their infusion site.